Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - correct, as well as, incorrect tightening marks were seen on the atrial and ventricular setscrew tips. - the most likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the atrial lead or that he had not inserted the leads all the way in before tightening the setscrew inducing an incorrect atrial lead connection issue and leading to the electrical issues observed. - since no electrical issues were seen by the physician, it can be supposed that the correct tightening marks were the final ones and therefore the final connection was correct. - based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, on (B)(6) 2015, a reply 200 dr pacemaker was implanted at ma 'anshan people's hospital. After the first insertion of the lead and placement in the pacemaker pocket, atrial non-pacing, ventricular pacing. After half an hour of trial, the second insertion of the lead and placement in the pacemaker pocket still did not start pacing. Half an hour later, the pacemaker began atrial pacing, and the pacing frequency was 56 times. The atrial perception was 3.2mv, with an impedance of 721o and a threshold of 0.7 v. The ventricular electrode was located at the high and middle septa of the ventricle, perceiving 15mv, with an impedance of 669o and a threshold of 1.0 v. Multiple attempts were made to disconnect and reconnect. The interface was checked. Half an hour after placing the pacemaker pocket, there was still no response. After replacing the esprit pacemaker, it worked normally.

Event description:
Reportedly, on (B)(6) 2015, a reply 200 dr pacemaker was implanted at (B)(6) hospital. After the first insertion of the lead and placement in the pacemaker pocket, atrial non-pacing, ventricular pacing. After half an hour of trial, the second insertion of the lead and placement in the pacemaker pocket still did not start pacing. Half an hour later, the pacemaker began atrial pacing, and the pacing frequency was 56 times. The atrial perception was 3.2mv, with an impedance of 721o and a threshold of 0.7 v. The ventricular electrode was located at the high and middle septa of the ventricle, perceiving 15mv, with an impedance of 669o and a threshold of 1.0 v. Multiple attempts were made to disconnect and reconnect. The interface was checked. Half an hour after placing the pacemaker pocket, there was still no response. After replacing the esprit pacemaker, it worked normally.